Event description:
The customer reports that several donor samples generated false reactive results on the prism analyzer for the hbsag and hiv ag/ab combo assays. No individual specific donor testing information is available. The customer retested the suspect samples on another prism analyzer in the lab as well as on an architect i2000sr analyzer and the samples generated non-reactive results. The controls have been within specifications on all platforms. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The issue was resolved when the customer performed an optics validation and instrument fluidics procedure as part of their monthly maintenance on the analyzer. The issue did not recur and no additional product issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism operations manual, l/n 1g40-48, contains information to address the customer's current issue. Based on the results of this investigation, the abbott prism instrument is performing as intended and no product/instrument issues were identified. No further investigation is required.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem code: no consequences or impact to patient false positive result. (B)(6).